Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced an insulation breach. It was noted the lead was implanted through a subclavian stent. The lead was explanted and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.